Event description:
The reporter stated the surgeon inserted and removed a cc4204bf collamer single piece lens and the lens tore. The lens was cut from the eye to remove and there was no patient injury, no enlarged incision or sutures.

Manufacturer narrative:
Evaluation results: visual inspection of the returned product found a piece of the lens optic torn off and missing. One haptic was torn off and missing. There was evidence of clear surgical residue. Conclusions: based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector, cartridge and foam tip plunger were not returned for evaluation.